Event description:
Boston scientific received information that this device declared end of life (eol) prematurely due to an extended charge time. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The device will be returned for testing. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge time] due to a higher-than-typical build-up of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.